Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box data showed no reboots. A visual inspection of the pump showed that the battery compartment was cracked. No damage was found to the returned battery cap; the cap was able to fully attach during testing. The pump was exercised for 24 hours with no power loss. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.